Event description:
It was reported that there were holes burnt into the batteries while it was being used with the system 5 sagittal saw. The investigation is ongoing. There were no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.